Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male patient while in the cath lab during use. The md inserted an intra-aortic balloon (iab) through the sheath with the sideport via right femoral without complications. The intra-aortic balloon pump (iap-0500) was turned on and within seconds blood appeared in the helium supply line. As a result, the pump was turned off and the md removed the iab. A new iab was inserted through the same insertion site (right femoral) without issue and iabp therapy was given successfully. Pump strips were generated, but are unavailable for review. Per the rn there was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate 5 minute delay or interruption in therapy noted. The patient outcome is the patient was not harmed by the event and was transferred to the intensive care unit successfully. Add'l info rec'd stated the iab and sheath were removed together as one unit successfully.